Event description:
It was reported that during a peripheral venous line insertion in a baby: presence of venous return but impossible to insert the entire catheter even though the peripheral venous line was permeable and impossible to remove.

Event description:
Clarification to file to address first additional information requested. The catheter break/sheer was noted upon catheter removal immediately after failed insertion attempt (catheter was inserted, leakage was observed, and catheter found difficult to remove from vein - temporary dressing was applied pending arrival of senior clinician - when senior clinician arrived and removed catheter, tube was found broken).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.